Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the patient presented in clinic for routine follow up. Dislodgement was noted on the left ventricular lead and was confirmed via chest x-ray. The left ventricular lead was explanted and replaced. The patient was stable throughout.